Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified anterior tibial artery (ata). After a guidewire was crossed, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres the balloon ruptured. The procedure was completed by performing dilatation using an increased size balloon catheter. No patient complications were reported.